Event description:
It was reported that the health care professional (hcp) noted an alert for high oor shock impedance measurements greater than 125 ohms for this right ventricular (rv) lead. It was noted that this was very gradual rise. Technical services (ts) was consulted and discussed that the gradual rise was likely due to calcification or tissue. The patient was called for in clinic evaluation and option of breaking down vectors was discussed with one being within range. Ts discussed possible reprogramming such as increasing the oor limit for shock lead impedance. The hcp will review this with the physician to determine further actions. This lead remains in service. No adverse patient effects were reported.